Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to their physician due to syncope. The right ventricular (rv) lead exhibited intermittent loss of capture, high thresholds, and likely oversensing. A new device was implanted in the patient and the lead was connected to the new device. Approximately six weeks later the lead was partially explanted, capped, and replaced. No further patient complications have been reported as a result of this event.